Event description:
It was reported that when the catheter was primed, saline solution leaked from the catheter. There was no reported patient involvement.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be related to manufacturing. One 4 fr d/l powerpicc catheter kit was returned for evaluation. An initial visual observation showed no blood use residues throughout the kit, and the returned catheter was not yet trimmed. During an initial visual inspection, a split was located just distal of the molded suture wing. The catheter was tested functionally using a 12 ml syringe to infuse water into both the purple luer and the red luer. The catheter leaked during pressurization of the device from the purple luer side of the catheter. A microscopic observation revealed a small, longitudinally aligned split distal of the molded suture wing. The fracture surface was smooth without use residues, and the split appeared to widen towards the molded suture wing. The complaint of a leak in a new catheter is confirmed and was determined to be a manufacturing related event. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that when the catheter was primed, saline solution leaked from the catheter. There was no reported patient involvement.